Manufacturer narrative:
Product analysis: the complaint could not be confirmed. The programmer passed incoming inspection and tests, as a preventative measure, the hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer software was hanging. It was further reported that the programmer was unable to complete device interrogation. The programmer was returned for service. No patient complications have been reported as a result of this event.